Event description:
During a radiofrequency pulmonary vein isolation procedure, a cardiac perforation resulting in a pericardial effusion occurred when using ensite x voxel mode. During catheter manipulation, the ablation catheter was observed to be displaced outside of the previously collected geometry. This triggered imaging of the pericardial space with ice which revealed a pericardial effusion. Heparin was reversed and a pericardiocentesis was performed. The patient was anaesthetized throughout the procedure and remained in stable condition. The procedure was terminated prematurely as a result of the complication. Review of a saved segment suggested likely a left atria roof perforation with the tacticath se ablation catheter adjacent to the right superior pulmonary vein (rspv) with the ablation catheter. There were no performance issues with the catheter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported a cardiac perforation resulting in a pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.